Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure a shaft kink occurred. Vascular access was obtained via the femoral artery. The 3.5 x 25mm 90% stenosed concentric de novo target lesion was located in the non calcified and moderately tortuous left anterior descending artery. The lesion was predilated with a 2.5 x 15mm non bsc balloon. The stenosis after predilatation was 60%. The 3.5 x 28mm promus element,mr stent delivery system was advanced and was unable to cross the lesion. A shaft kink was noted. The procedure was completed with different device. No patient complications were reported and the patient's status is stable. However, device analysis revealed a shaft fracture.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. Device evaluated by MFR: a visual examination identified that the device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 18.7cm from the strain relief. The hypotube was also kinked along its length. Tip damage was identified. The tip was stretched and was approximately 9mm in length. The remaining balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).